Event description:
Boston scientific crm received information that during the implant procedure, this atrial lead was successfully implanted. No issues were reported against this lead. However, difficulty was encountered implanting the right ventricular lead. Reportedly, the patient with this lead is elderly and unable to tolerate an extended procedure time. During the procedure, the patient experienced a respiratory arrest. This lead, the right ventricular lead and device were removed. Resuscitation efforts were unsuccessful, the patient passed away.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies.

Manufacturer narrative:
When this lead is returned, analysis will be performed and this event will be updated.